Manufacturer narrative:
(B)(4).

Event description:
Procedure type: salpingectomy. According to the reporter: inner seal of the new smm trocars fell into the patient's abdomen. Piece found floating around the patient's uterus and retrieved.